Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 with the homechoice (hc) machine during drain 4 of 5. The technical service representative (tsr) assisted the home patient (hp) to check the setup for kinks and holes. The hp found nothing and per the hp she did not disconnect. Product surveillance contacted the patient on (B)(6) 2010. According to the patient she does not recall this event. The patient does not believe she had any leaks or holes in her disposables. The patient stated she resumed therapy successfully after she discarded her supplies and started over with new ones, however, she is currently on hemodialysis. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample of the cassette is not available for evaluation as it has been discarded.